Manufacturer narrative:
(B)(4). For complaint involving the same event see MDR #3010532612-2019-00268 and tc #1900070980. Teleflex received the device for investigation. The reported complaint of iabp stopped pumping is not able to be confirmed. The pump was serviced by a teleflex field service engineer and the issue could not be duplicated. The returned front end board passed functional testing. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff reported that the pump had stopped pumping. As a result, the staff cycled power the pump and the pump functioned normally. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). For complaint involving the same event see MDR #3010532612-2019-00268 and tc #(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff reported that the pump had stopped pumping. As a result, the staff cycled power the pump and the pump functioned normally. There was no report of patient complication or serious injury and death.